Event description:
Customer reportedly obtained a result of 110mg/dl on the advantage system while experiencing hyperglycemic symptoms. No action was taken on this result; however, customer traveled 45 minutes to the hospital. Upon arrival, customer tested 500mg/dl on the hospital device and was given insulin. Requested return of suspect system and replacement was sent.